Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the user experienced an elevated blood glucose level of 415 mg/dl. The user changed the site and reported a blood glucose level of approximately 200 mg/dl. Reportedly, the user changed the site again and sated that their elevated bg level was resolved. The user did not observe any damage on the infusion set when the site was removed. The user addressed bg level with a bolus via the pump, exercising, and changing the site.